Event description:
Over-infusion. Pt receiving treatment for malignant melanoma. The drug being administered was yervoy, medicine for treating skin cancer that cannot be removed by surgery. The pump infused 300 ml in 1 hr, 10 mins, instead of 1 hr, 30 mins. Pt was not injured.

Manufacturer narrative:
Device eval results: the pump's operational log was downloaded and reviewed. The log shows the pump's date and time were not up to date making it difficult to make a clear eval of the reported incident. The pump date and time were from (B)(6) 2002. The incident was reported as occurring on (B)(6) 2011. The log shows that on (B)(6) 2002 at 19:53, an infusion was programmed to run at a rate 300 ml/hr. The infusion run for 1 hr and 7 mins, and stopped with an "air_alarm" at 21:01 with a total volume delivered of 334 ml. According to the incident report the pump was programmed to infuse 300 ml in 1 hr and 30 mins, or at a rate of 200 ml/hr. However, the log does not show any infusions of a rate of 200 ml/hr. The pump log shows that the pump operated as programmed. B. Braun completed and eval of this pump per the complaint handling procedure. As part of the routine testing requirements, the pump was tested for volumetric accuracy 3 times with a rate of 300 ml/hr for 90 mins. The test results were all within the specifications range of 5% at 460 ml, 461 ml and 458 ml. The pump met all of the testing requirements and the over-infusion event could not be reproduced. User facility reported no pt injury occurred.